Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/13/2017-device evaluation: the pump has been returned and evaluated by product analysis on 01/23/2017 with the following findings: the pump was returned with the audio alarm inoperable. The pump was opened, revealing that the piezo contacts on the audio tone circuit were misaligned. Investigation confirmed that the vibratory alarms were functioning normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.